Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the screen showed noise and the image of the subject device was invisible. The same phenomenon occurred even if the video signal was changed. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus service operation repair center (sorc) rechecked the subject device and found that the reported phenomenon was duplicated only once. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and the spare cv-290 and found that the reported phenomenon could not be duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Since the image of this event resembles the image of a circuit board failure, omsc surmised that the reported phenomenon occurred since the circuit board of the subject device was broken.